Manufacturer narrative:
The pressure alarm pcb, internal flow pcb, and transistor were not returned to the product safety dept. From the field for a root cause analysis. Therefore, unable to isolate the cause of the pcbs or transistor failure. Investigation concluded.

Event description:
Customer reports that compressor malfunctioned and unit is "vent inop". No report of patient injury made to service technician at time of service.